Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not clamp down to close the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The incident occurred when attempting to clamp. The issue was related to an unsuccessful clip application as the clip did not completely close. The medium-large green hem-o-lok clips were used during the case. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction manual. The issue occurred at the first clip application. The issue was resolved by opening a new clip applier. The instrument was sent to isi for repair. No photos and/or videos of this event are available.